Event description:
Patient was revised to address femoral and tibial loosening, which caused the patient pain. Osteolysis and poly wear were also reported.

Manufacturer narrative:
Evaluation was not possible, as the products were not returned. Product information required to review the device history records and search the complaint database was not provided. The investigation could not draw any conclusions about the reported device loosening or polyethylene wear based on insufficient information and unavailability of the products to examine. The length of time implanted (14-years) could be a contributing factor. Based on the investigation findings, the need for corrective action is not indicated. In addition, the product codes are discontinued items. Depuy considers the investigation closed at this time. Should the products and/or additional information be received, the investigation will be re-opened.